Event description:
Reprise IV trial. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled in the reprise IV study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The day of the procedure, the patient received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav) and subsequent deployment of a 27mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day as the index procedure, an electrocardiogram revealed lbbb. Of note, no new conduction disturbance was noted post bav. Electrophysiology was consulted which revealed his purkinje disease. A permanent pacemaker was recommended. Two days post index procedure, a new dual chamber permanent pacemaker was successfully implanted. The event was considered to be recovered and resolved. It was further reported that the patient was discharged on aspirin.

Event description:
(B)(6) trial. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled in the (B)(6) study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The day of the procedure, the patient received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav) and subsequent deployment of a 27mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day as the index procedure, an electrocardiogram revealed lbbb. Of note, no new conduction disturbance was noted post bav. Electrophysiology was consulted which revealed his purkinje disease. A permanent pacemaker was recommended. Two days post index procedure, a new dual chamber permanent pacemaker was successfully implanted. The event was considered to be recovered and resolved.